Event description:
A total of 3 implants were placed. Implant site #27, was removed 2 1/2 weeks after placement. Date of occurrence is unknown. Dr did not have any info. 1 implant I still ok. One person affected.